Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months post-implant of the implantable pulse generator (ipg) system pocket erosion and infection occurred . It was also reported that the patient had open sores, and maggots in their feet. The patient was treated with antibiotics, and their ipg system was explanted. A temporary right ventricular (rv) lead was implanted and the patient is being paced externally. No further patient complications have been reported as a result of this event.